Event description:
It was reported that upon interrogation, the pulse generator exhibited intermittent undersensing. The device was programmed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).